Event description:
It was reported that a customer experienced issues with their pump's quick bolus/wake button being difficult to press, leading to unintended pump activation while in the customer's pocket, which administered a 15-unit bolus inadvertently. There was no adverse impact to the customer¿s blood glucose level. The customer managed to maintain stable blood glucose levels by quickly consuming pure sugar syrup. Technical support advised on a temporary workaround and arranged for a replacement pump to resolve the wake button difficulties. The customer was instructed on the return process for the faulty pump and will continue using the current pump until the replacement is received.